Event description:
It was reported that three months post-implant there was significant thrombus that required an additional stent. A procedure was performed on (B)(6) 2025 due to atherosclerosis of native arteries of extremities with intermittent claudication. Circumferential calcification of the right superficial femoral artery. Significant dissection in the mid/distal sfa following atherectomy and balloon angioplasty requiring placement of two 6 x 120 mm eluvia drug-eluting overlapping stents with excellent result. On (B)(6) 2025, an ivus procedure was performed due to right leg resting pain and found thrombotic occlusion of right sfa. The results went from 100 percent stenosis preintervention to less than 20 percent stenosis post-intervention, but with significant residual "flap" in mid-stent treated with 6 x 150 mm eluvia drug-eluting stent within the existing stent. Additional unrelated lesions were treated as well. A 6 french celt percutaneous closure device deployed in left common femoral access site upon completion resulting in excellent hemostasis.